Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the manometer needle of a rd900 neopuff infant resuscitator was sticking and not zeroing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p), new zealand where it was visually inspected and performance tested. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Result: visual inspection of the subject device revealed that the manometer needle was not zeroed and was stuck at 21cmh2o. It was also observed that the manometer display was crooked/tilted at an angle on the left. The return device has failed the performance testing for manometer. Manometer needle moved back to original position upon unscrewing the manometer. The subject device has passed the performance testing after the manometer was screwed back. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher and paykel healthcare (f&p) field representative that the manometer needle of a rd900 neopuff infant resuscitator was sticking and not zeroing. There was no reported patient involvement.